Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation: customer return sample / photo / retain evaluation summary:100 samples and no photos were received from the customer facility for evaluation. The 100 samples did not show the customers failure mode of ¿glass breakage¿. Manufacturing records review: the manufacturing records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Related CAPA / sa reference number: n/a investigation: upon evaluation of the 100 customer samples, the customer¿s product issue was not observed during visual evaluation of the tubes/stopper/cap assembly. The manufacturing records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Root cause: based on the investigation, no product issue was identified as the product was found to be in conformance and meet release specifications. Bd was unable to confirm the customer¿s indicated failure mode with the 100 samples provided. (B)(4).

Event description:
It was reported that 13 x 75 mm x 4.5 ml bd vacutainer® glass plasma tube. Lt. Blue bd hemogard¿ were breaking in centrifuge during use. There was no injury or medical intervention associated with this report.